Manufacturer narrative:
(B)(4). D10: 00620005222 shell porous with cluster holes 52 mm o.d. 61612744. 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells 61609479. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length 61636641. 00771101200 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset 61636727. Suggested component code: mechanical (g04) - head. - product has not been evaluated as it has been determined the event is not related to device. - devices are used for treatment. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. - root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported chronic pain that started and received multiple steroid injections, reporting temporary relief. The patient underwent left hip arthroscopy for psoas tendon release from lesser trochanter due to continued pain and bursitis. No intraoperative complications reported.